Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that the leaking was due to this luer lock connection between texium tip and tubing.

Manufacturer narrative:
No product and only 2 photos of the product packaging were submitted by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model 10015861a lot number 24125174 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.